Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital; (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had tissue residue. The issue occurred during reprocessing. There were no reports of patient involvement.